Manufacturer narrative:
Conclusion the complaint can be verified. Result the menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Event description:
On (B)(6) 2013 patient reported the menu button on the infusion device doesn't work. Patient stated the infusion device is currently in stop mode and he pressed the menu button and nothing. Patient reported he inserted a new battery. Had patient press the check button and the stop screen came up on the blood glucose monitor. Patient stated the up and down buttons on the infusion device is working. Patient reported the menu button doesn't make a sound when pressed and the button is flat. Patient stated the menu button doesn't work if it is pressed hard and the button does not appear to be stuck; the failure is constant. Patient is switching to the backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.